Event description:
A (B)(6) old female patient contacted zoll customer support to report that the device was alarming so she took the battery out and put the battery back in. The monitor subsequently would not power on and was emitting a strange noise. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on/emitting noise) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault while running the flash memory test. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the computer/analog board. The root cause of the flash memory failure cannot be positively identified. No adverse event resulted from the defective components. The patient received a replacement monitor.